Event description:
Final tightener did not torque causing the shaft to sheer off inside of the locking cap. We then had to take viper extensions off and use retractor to get access to the pedicle screw and cap to attempt to retrieve the piece of the torque shaft. We very unsuccessful at retrieving the piece due to it being flush with the locking cap.

Manufacturer narrative:
(B)(4) is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned device found no apparent damage on the handle. Examination found the handle was seized and did not limit torque. The instrument was disassembled and examination found the internal gear had fractured into two pieces, most likely resulting in final tightener handle seizure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener handle becoming seized cannot positively be determined. The age of the device (>6 years) has been noted as wear and tear and fatigue may have contributed. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.